Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case becomes an incident. New events added: pelvic pain, abdominal pain, back pain, general abnormal bleeding, psych injury. Outcome of the events pelvic pain, abdominal pain, back pain, general abnormal bleeding were updated to recovered/resolved. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, menses irregular, cholecystectomy and nausea. Concurrent conditions included skin tags. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines /headaches"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the depression, vaginal haemorrhage, menorrhagia, mood swings, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and mr received- new events- "abnormal bleeding (vaginal), menorrhagia, hormonal changes describe: mood swings, migraines /headaches, mental anguish, dysmenorrhea (cramping), fatigue, weight gain", lab data, reporters information, concomitant drug, medical history, event onset date was added. Seriousnes's criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('second portion of coiled silver wire identified within the container') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menses irregular, cholecystectomy and nausea. Concurrent conditions included skin tags, vaginal discharge, weakness generalized, dysfunctional uterine bleeding and migraine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines /headaches"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (discrepancy). Discrepancy noted for essure insertion date -(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('second portion of coiled silver wire identified within the container') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menses irregular, cholecystectomy and nausea. Concurrent conditions included skin tags, vaginal discharge, weakness generalized, dysfunctional uterine bleeding and migraine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines /headaches"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, mood swings, anxiety, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (discrepancy). Discrepancy noted for essure insertion date -(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received : reporter added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.